Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 9 months the dental implant was placed, in ada site #14 of the patient¿s mouth, loss of osseointegration was verified. The clinician noted that maybe bruxism was involved in this event. The clinician believes that implant failed due to occlusal load. Patient reported mobility of implant at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months the dental implant was placed, in ada site #14 of the patient¿s mouth, loss of osseointegration was verified. The clinician noted that maybe bruxism was involved in this event. The clinician believes that implant failed due to occlusal load. The device will be forwarded to the manufacturer for investigation. Patient reported mobility of implant at time of event, no further complications were observed.